Event description:
The customer called and reported that when she went to read the status menu, on the insulin pump to read details of previous bolus, the screen showed that she bolused a lot more than she remembered programming. Customer further stated that she did not believe the insulin pump was delivering insulin correctly. Customer stated she was experiencing high blood glucose beginning around the end of march and levels were climbing into the 300 to 399 mg/dl range, close to the 400 to 499 mg/dl range. Customer stated she would do better when she would unplug herself for an hour or two to take a shower and when she would reconnect, her blood glucose would go high again. Customer declined troubleshooting. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.